Event description:
Related manufacturer report number: 1627487-2023-05830, 1627487-2023-05831. Additional information indicates that during the lead revision procedure on (B)(6) 2023, high impedances were found on both lead extensions. As a result, both lead extensions were explanted and replaced to address the issue and no surgical intervention was done on the patient's lead.

Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as high impedances were found on both lead extensions and no surgical intervention was done on the patient's lead. There is no alleged stated deficiency or malfunction of the device. This device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had high impedances on all contacts. As a result, surgical intervention may be undertaken at a later date to address the issue.